Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit stopped working during a case. It was further reported that the unit was to be sent back to stryker for evaluation and recertification.